Event description:
It was reported that a customer's pump screen was broken, rendering the touchscreen black and unresponsive. The blood glucose level was recorded at 140 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The pump was set to be returned, and the customer was provided with a replacement pump.